Event description:
Complainant was asked to place a central venous catheter in a pt in the medical ICU. Midway through procedure complainant noticed blood had leaked through the glove on to skin. Complainant examined gloves before and after removing and there were no needle puncture marks. Gloves appeared to be intact. Again 3 days later complainant was asked to place another central venous catheter. After procedure, noticed blood on both hands even though wearing gloves. Gloves were intact and there were no needle punctures. The pt involved has aids. The physician has had blood drawn and tested and has been started on medication.